Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill broke in several pieces during a drilling of ilium bone (medium density) along a wire diameter. 1.1mm - no fragment in the patient, no consequence for the patient. There was no delay in surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: an evaluation was performed on the returned device. As per received condition of device; the investigation shows that the drill bit is broken off at the end of the flute. The broken off fragments are not available for further investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately it cannot be determined as to the exact cause of the breakage. Due to the multiple use of this instrument; the cutting edges were blunt before use. Blunt drill bits require more mechanical power during the application and therefore an exceeded force application could lead to the complaint issue. Because of the damage and the missing fragments, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Therefore, this complaint is to be invalid from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in veterinary case. No patient information will be reported. Additional product code: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.